Event description:
It was observed that during the device evaluation, the flex video scope exhibited the distal end had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·we could not identify the foreign material from provided information. · since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif-xp150n operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-xp150n reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.